Event description:
A malfunction alarm occurred while the pump was charging. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the malfunction, and the customer was advised to continue using the pump and to call back if the malfunction recurred.